Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon return and completion of analysis, this report will be updated.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was attempted for implant. Due to poor sensing measurements, the lead was not used for implant. Troubleshooting was performed by checking lead position and pacing system analyzer (psa) cables, however that did not resolve the issue with poor sensing measurements. The lead was replaced with another boston scientific rv lead, which produced stable r-wave measurements. No adverse patient effects were reported. The attempted lead will be returned for analysis.